Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was alarming and the funeral home requested turning it off. When the device was interrogated it was determined the patient received inappropriate shocks, there was t wave over-sensing, and there was double counting by the device. Additionally, there is an indication the shock accelerated the rhythm, multiple shocks were delivered for fast right ventricular rate, and the rhythm was not converted. It was also noted the device did not withhold therapy associated with the t wave over-sensing.